Event description:
It was reported that during unpacking for an unknown procedure, a longitudinal balloon tear was noted on the quantum maverick monorail 3.75mm x 8mm balloon catheter. The device had no contact with the pt.